Event description:
Information was received that during use of this smiths medical cadd administration sets, leaked and clogged was noted. It was reported that the sets leaked from a hole in the line air eliminating filter, which cause the medications to clog the filter. This resulted in a high-pressure alarm. No adverse effects were reported.

Manufacturer narrative:
One smiths medical cadd extension set was returned for analysis. During analysis, leak testing was performed using hydrostat to look for unusual functions. It was necessary to apply high pressure in order to the fluid could go through the assembly, also it could be observed dried medication fleeing for outlet side of the filter. A leak was observed fleeing from the air vent of the filter in three samples tested which confirm the defect. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is manufacturing.